Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported broken keypad which was confirmed during evaluation. Evaluation observed the keypad to not respond to input as intended and failed keypad testing. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. There was no patient involvement. No additional information is available.